Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: "fatigue fracture of component can occur as a result of loss of fixation, strenuous activity, malalignment, trauma, non-union or excessive weight." Other - evaluation of the returned component found that it fractured at the plate taper, and that the taper remains in the stem. Evaluation of the component was inconclusive as the reason for the fracture could not be determined. (B)(4).

Event description:
It was reported that patient underwent total knee arthroplasty on (B)(6) 2010. At three months postoperative, the patient felt pain while mowing. Radiographs taken at six months post-operative indicated the need for a revision surgery. A revision procedure was performed on (B)(6) 2011 where it was discovered the tibial tray fractured and there were signs of metallosis. The tibial tray was removed and replaced. No further information has been provided to date.